Manufacturer narrative:
Visual examination of the returned device found the saddle was broken off of the female telescoping cross connector body. The device was then sent for fracture analysis. The fractured surface of the cross connector exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing post fracture. No material defects or other abnormalities were observed in this analysis. A review of the device history records could not be performed as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the cross connector breaking cannot be determined from the sample and information available. The manner with which the cross connector broke cannot be accurately assessed using the returned sample. The surface is so worn from rubbing that distinct marks indicative of certain modes of fracture have been rubbed away. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported a complaint to (B)(4) regarding a failed construct for dr (B)(6). No details. Patient 6 months post op rods broke. So we revised patient. Once opened to revise the 7x50. Screw heads came disengaged from the shank of screw and sfx had broken in half. Then while inserting 9x80 screws into pelvis (an 7.5 x80 was removed first) the driver broke in screw heads. The patient said he did not fall but rods broke, sfx broke, screws broke